Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use as noted as spinal pain. It was reported the patient arrived to the pain clinic on (B)(6) 2016 with an exposed pump. At the last refill (sometime a week prior to the date of this report) the pump pocket appeared normal. The patient complained to the office that there had been a trauma to the site and that the pump felt like it was working its way out. The office staff noted the pocket looked normal at that time. The pump and catheter were explanted on the date of this report. The plan was to implant a new system in a different site at a later date. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' If additional information is received, a fol low-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.